Manufacturer narrative:
Analysis of the catheter identified damage to the transition tubing and silicone boot of the sutureless connector.

Event description:
Additional information was received from the manufacturing representative regarding the empty pump alarm previously reported. It was reported that the patient's refill appointment was unintentionally scheduled past the alarm date, and this was not caught by the patient or the clinic. The patient stated that she did not realize the beeping noise was coming from the pump. She was unfamiliar with what the alarms sounded like. The alarm was audible at the time of the replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient via the manufacturing representative, regarding a 54 year old patient receiving intrathecal l ioresal 2000mcg/ml at 900mcg/day (lot number was unattainable) via an implantable infusion pump. The indication for use of the device was for stroke and intractable spasticity. The concomitant medication was listed as oral baclofen, and patient history was reported as stroke. The patient reported that she had an itb pump implanted in (B)(6) 2012, and she has had nothing but problems with it. My doctors seem disinterested in helping me i.e. Moving the catheter, removing the pump, or with any other solution. When I had the trial, I walked near normal. I was injected in my lower spine. But when the health care provider (hcp) did the surgery, he put the catheter up toward my neck. His reasoning was maybe it would help my arm and hand too. I was never consulted about the catheter location and was fine with the usage I was getting with my hand and arm. I can't get in to see the implanting health care provider (hcp), they won't return my calls, and I am miserable with this thing. I am having pain that I never had prior to the pump being implanted. I am desperately looking for help and can't seem to get it. I went to another neurosurgeon for a second opinion and he said he would have moved the catheter a long time ago. The managing physicians seem to believe that it's not possible for me to be having th is kind of pain, and it was not possible that he made a mistake with putting the catheter where he did. I am beyond frustrated. Please help me resolve this situation. After the trial, I thought this was the answer to my prayers, and it has turned into a nightmare. Additional information was reported that the pump was explanted (B)(6) 2016. The patient reported that she had never received significant therapeutic benefit from the pump. She had a catheter replacement in may of 2015 (see (B)(4)) and states that she had not had improvement in her therapy since then. The patient symptoms included significant spasticity and need for oral baclofen. It was unknown what was causing the problem. During the replacement procedure the surgeon was unable to disconnect the sutureless connector from the pump. He ended up cutting the catheter off, and replacing part of the pump segment portion. He was able to draw cerebrospinal fluid (csf) back from the catheter. He was able to draw cerebrospinal fluid (csf) back from the catheter. Once the old pump was removed, the pump was emptied to assess the volume. The pump was alarming for empty pump when the patient arrived to the pre-operative area, with 40.3 ml dispensed since last refill. It was noted that during the operating room procedure they were able to aspirate out 3cc of baclofen from the pump. The lioresal dose was down to 100mcg/day following the replacement procedure. The issue was noted as resolved at the time of this report. The patient status at the time of this report was "alive- no injury." If additional information is received this report will be updated. Refer to manufacturer report 3004209178-2016-00381.